Event description:
This spontaneous case was reported by a healthcare professional and describes the occurrence of pelvic pain ("pelvic pain") in a 50 year-old female patient who had essure inserted (lot no. B85137). Additional non-serious events are detailed below. The patient had a medical history of asthma, uterine fibroid, multigravida, parity 3, tonsillectomy and appendectomy. On (B)(6) 2014, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required) and menometrorrhagia ("menometrorrhagia"). Essure was removed on (B)(6) 2022. The patient was treated with surgery (removal of essure devices by inter-ovarian hysterectomy on (B)(6)). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pelvic pain or menometrorrhagia. The reporter commented: essure removal was performed at the patient's request, primary reason adverse event pelvic pain and menometrorrhagia. No follow-up available 5 or more moths following essure removal, unknown if the patient's symptoms improved 6 or more months following essure removal. The device product is available. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.2 kg/sqm. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a healthcare professional and describes the occurrence of pelvic pain ("pelvic pain") in a 50 year-old female patient who had essure inserted (lot no. B85137). Additional non-serious events are detailed below. The patient had a medical history of asthma, uterine fibroid, multigravida, parity 3, tonsillectomy and appendectomy. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required) and menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (removal of essure devices by inter-ovarian hysterectomy on (B)(6) 2022). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pelvic pain or menometrorrhagia. The reporter commented: essure removal was performed at the patient's request, primary reason adverse event pelvic pain and menometrorrhagia. No follow-up available 5 or more moths following essure removal, unknown if the patient's symptoms improved 6 or more months following essure removal. The device product is available. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.2 kg/sqm. Lot number:b85137. Manufacture date:2013-10. Expiration date: 2016-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-jan-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.